Manufacturer narrative:
The insulin pump received with solid white display due to cracked lcd glass. Unable to perform the self test and displacement test due to cracked lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display. The customer's blood glucose was 9 mmol/l at the time of incident. Troubleshooting was done. It was reported that there was no significant event that could contribute to malfunction. The customer stated that the display did not return after troubleshooting. The insulin pump will be returned for analysis.